Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon removing the tubing set, the pt noticed the inside of the cycler. Around the black circles (pumps) was dampened. Pt states no ill effects or antibiotics taken, effluent remains clear. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.